Event description:
We have found that certain percentage of blood tests that are ordered by cpoe never are drawn without additional prompting. The issue involves the receipt of the order via interfaces, which have been reported by cerner's experts to have been dysfunctional for years. These defects continue to be sporadically active. Adding to the mix is that the cpoe apparatus discontinues orders without physician authorization. These delays endanger pts for the usual obvious reasons. Accurate records of the incidence of the interface dysfunction are not kept. Reconciliation processes between tests ordered and completed are meager to non existent.